Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Upon review of the analyzer reaction data, anormal reactions were observed for all measurements except the 3934 u/l measurement. Flags indicating a reaction issue mean either the sample concentration is too high, the sample turbidity is too high, or the reagent is deteriorated. Calibration data was acceptable. Medwatch field e1. Initial reporter establishment name: (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible astp2 assay results for one patient sample tested on a cobas c 503 analytical unit. The sample initially resulted in an ast value of 19.4 u/l. The sample was repeated, but it resulted in no value, only a flag indicating a reaction issue. The sample was diluted 1:20 and repeated, resulting in an ast value of 3934 u/l. The sample was repeated two additional times on (B)(6) 2025, but each time it did not result in a value, only a flag indicating a reaction issue.

Manufacturer narrative:
The investigation determined the issue is consistent with a sample specific issue. The investigation could not identify a product problem.